Event description:
The distal tip of two catheters was found to be damaged at the junction where the protective tube ends.

Manufacturer narrative:
H4: add'l device MFR date: 03/27/2009. Technical evaluation: both units were returned and both showed a flattening of the catheter tube between 1.5 and 2 cm from the distal tip. Conclusion: the incident is confirmed as reported. DHR's reviews for these manufacturing lots were performed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l15189). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l15189) indicated that 100% inspection of the devices resulted in 34 rejects for visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement. A review of the device history record (DHR) was completed on part # 2314-03.b (lot # l15198). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l15198) indicated that 100% inspection of the devices resulted in 90 rejects for visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.